Event description:
It was reported that the patient developed carotid-cavernous fistula one-month post implantation of the subject stent. The physician suspected delayed aneurysm rupture to be a cause of the issue. However, the physician performed trans arterial embolization and transvenous embolization to complete the procedure successfully. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The outside diameter of the delivery wire used was 0.014". There was no friction with the guidewire during system guidance. The rotating homeostasis valve (rhv) of the delivery catheter was tightened prior to system induction. The rhv of the delivery catheter was properly loosened during stent deployment. After stent placement, it was verified that the stent was fully dilated along the vessel wall. The anatomy was reported to be severely tortuous. The defect was not identified at the time of preparation. The aneurysm was located at the tortuous anatomy. The anatomy location/vessel name of initially intended treatment involving stent was the internal carotid- cavernous (c4-5). The patient was on dual anti platelet therapy (dapt) before and after the surgery, efient 3.75mg and bayaspirin 100mg. A patch test was not performed before the procedure to confirm that the patient is not allergic to the implantable device. The system was advanced to the target site. The current condition of patient is stable. The patient is not on added medication or treatment due to the reported event. Based on review of all available information, an assignable cause of anticipated procedural complication will be assigned to the reported event of ¿patient fistula¿ and ¿patient aneurysm rupture¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported ¿patient medical or surgical intervention required¿.